Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two communication errors and an unresponsive screen occurred during continuous renal replacement therapy (crrt) using a prismaflex control unit and a prismaflex set. After the first communication error, the nurse rebooted the machine, reprimed a new filter set and restarted crrt on the patient. The extracorporeal blood was not returned to the patient. A second communication alarm/error occurred, resulting in blood loss (amount specified as amount of blood in the set). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.